Manufacturer narrative:
Insulin pump was received with cracked case at the display window corner, major broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked belt clip slot, missing reservoir tube o-ring, and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. The customer stated the o-ring was broken off from the insulin pump.. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin pump will be returned for analysis.